Manufacturer narrative:
Literature citation : izumi t., yamazaki a., mizouchi t., tashi h., sano a. "Local alignment by pyramesh-lt cage used for single intervertebral plif." Mean age: 62.4 years. Gender: 154 male and 100 female. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported in an abstract that total of 254 patients underwent single level posterior lumbar interbody fusion (plif) using cage in the period between 2004 - 2008. As post-op complications, 7 nonunions were observed.